Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded over 100 non-sustained or diverted episodes. High frequency signals were present on the ventricular and shocking channels, which resulted in pacing inhibition. Emi could not be confirmed, but the noise could not be reproduced and no new episodes were recorded while patient was in the hospital. No patient symptoms were reported with this clinical observation. A guidant technical services consultant recommended that the physician perform an impedance test while manipulating the pocket, increase sensitivity to see if new episodes could be recorded, or perform a high energy shock to confirm lead integrity.